Event description:
It was reported that the pump failed the accuracy test. No patient injury was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of device and initial reporter also sent report to FDA are unknown. No information has been provided to date.

Manufacturer narrative:
Device evaluation: the device was returned for investigation. Visual inspection and functional test were performed. The customer reported problem was not related to any previous repair. Visual inspection found the tamper seal missing. There was no evidence of the error recorded in the event history log. The customer reported problem was verified. Running three accuracy tests, the pump was found to be over delivering to the manufacturing specifications. Inaccurate delivery was found to be the cause of the reported problem. It was recommended to have the expulsor trimmed /or replaced as corrective action. The root cause of the reported problem was unknown. Product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record review was not performed. Service history review identified this device has not been in for service previously. Corrected data: correction: d4: model number: 2120. Correction: h4: mfg. Date. 13-jul-2018.

Manufacturer narrative:
Additional information received on 02august2022 via email and attached to complaint object: date of the event: 6/7/2022; the reported event did not occur during patient use; the event did not result in patient harm; no medical intervention was required. Event problem and evaluation codes: updates not required. Correction: model number: 2120. Correction: device manufacturing date: 13-jul-2018.